Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the pump was in good condition. There was no apparent contamination. There was a primary audible alarm background test error found in event history log. The technician performed occlusion test. The reported event could not be duplicated. The root cause of the reported issue could not be determined. The technician replaced interconnect board and speaker as a preventive measures. The technician performed occlusion test, which the device passed. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the system failed primary audible alarm. No patient injury was reported.